Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged leukopenia, while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging leukopenia related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the external and internal part of the device. Grey coloured unknown contaminant on the back of ui panel, rear panel, and bottom enclosure was found. There was unknown dust like contaminant on the bottom enclosure, blower bellow seal and in/around the blower. Unknown contaminant was found around the inlet of the blower box and around the iso port. There was evidence of liquid ingress found on the bottom of the blower and blower box. A hair-like contaminant was found on the ui panel. A keratin like substance was found on the blower box outlet and the blower seal. The manufacturer found one error code. The manufacturer applied power to the device and verified the airflow. Presence of sound abatement foam was not confirmed using fitt (foam integrity test tool). The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found.